Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon described the situation as staples were not fully formed. It was stated that the b's were incomplete. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric at what location on the tissue? 3-5cm from the antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? Complete firing 1-3 and return stroke. What color cartridge was being used? Black ecr60t. What other color cartridges were used before and after this event? After green and gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? This happened on the first firing so there were no other staples or clips present. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Discussed situation with surgeon and agreed that the tissue may have been to thin for a black cartridge. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4).